Event description:
It was reported that the customer's insulin pump was cracked. Troubleshooting was performed. It was stated that the customer does not know how it happened. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk. The device was received with cracked case at the liquid crystal display corners, reservoir tube, and battery threads. Further testing, could not be performed due to the error alarm.